Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient operated on (B)(6) 2020 had to be reoperated. The surgeon says that your surgeries are less safe and more expensive because must add clips and sutures for supplement the deficiency of our technology. The surgeon thinks that there must be a change your technique to achieve hemostasis caused by deficiency device. The surgeon didn't mention what found in the reoperation. There was no problem with har36, the issue is with stapler.